Manufacturer narrative:
Visual, physical, and performance testing found the returned forceps to be within specification. The condition of the returned incident forceps device showed no evidence of the alleged issue or any defect which could have contributed to the event, therefore, the most probable root cause for the customer complaint is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the physician noticed that the jaws were bent upon removing the biopsy forceps out of the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the physician noticed that the jaws were bent upon removing the biopsy forceps out of the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of jaws bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.